Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient did turned off their device due to a surgery that was unrelated to ins system however when they turned on stimulation to 4.0v they did not feel anything. Patient also reported that they had two accidents- return of symptoms. No further complications were noted or anticipated.